Event description:
As reported by distributor, hospital in another country was utilizing a boston scientific manifold (from a convenience kit) during a procedure. The manifold was observed to let in air which was then injected into the pt resulting in sts, but no longer lasting effects. The pt condition was fine, the manifold was changed out and the procedure continued without difficulty. It is not known from what manifold port the air was aspirated. When the next convenience kit was utilized, that manifold did not experience any problems. It has been indicated that the used device will be returned.

Manufacturer narrative:
Although it has been indicated that the reported device will be returned for evaluation, to date it has not been rec'd by the MFR. Therefore, a failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.